Event description:
A customer reported to beckman coulter, inc. (Bec) that approximately 5 ml of clenz (cleaning agent) leaked from the coulter lh 780 hematology analyzer onto the counter. The operator was wearing a lab coat, gloves, and goggles. There was no report of injury or exposure to the leak, and the operator did not seek medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. No erroneous patient results were generated. The field service engineer (fse) found tubing at the blood sampling valve (bsv) popped off and leaked. The fse trimmed tubing and reattached to the bsv to resolve the leak. The service activities performed were verified per established procedure, and the results met the published performance specifications.

Manufacturer narrative:
(B)(4).